Event description:
During preventative maintenance of the device, the engineering representative reported that the heater cooler generated a burnt smell. Since the event occurred preventative maintenance of the device, there was no pt involvement during this event.